Event description:
(B)(4). Indication for surgery. Response: multiple venous malformations on chest/back (removed). Indication for floseal use. Response: hemostasis during surgery; surgical sites are fairly shallow, said it may end up in the ¿skin¿ layer¿; I discussed the statement in the IFU with him re: not being used on skin edges. He said dr. (B)(6) does many of these cases, uses floseal quite routinely, is very comfortable with product and to his knowledge does not see wound healing issues. Time from floseal application to the occurrence of pruritus. Response: does not know exactly as used on several sites throughout duration of procedure. They were only able to determine the pruritis when he woke up sufficiently to respond to it. Has floseal been applied in the presence of active bleeding or for prophylactic purposes (to prevent rebleeds). Response: to stop active bleeding throughout procedure, but not intravascularly. History of allergic reactions in the past. Response: dr. (B)(6) states that per patient's mother, he often wakes up itching after these procedures, with no explanation, however this time was more dramatic, and nothing seemed to help (i.e. The antihistamines and nalaxone for reversal of narcotics). Mother said bouts of itching usually last for 2-3 days. (Dr. (B)(6) believes floseal is used on the majority of dr. (B)(6) cases). Postoperative examinations (bovine antibodies, igg and ige). Response: does not believe this was done. Said there was no indication this was histamine-mediated related. No rash, no redness (except after the physical itching of the surgical sites where product had been applied), nor hyperemia. Course of complication. Response: per dr. (B)(6), he saw the surgeon a few days later and he did not comment on patient's status.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: based on the provided information an allergic reaction to the bovine components of floseal cannot be excluded. Since the detailed circumstances of the allergic complication, concomitant allergenic medications and other comorbidities are unknown, a conclusion regarding a causal association with the reported event is not possible. A final determination of a causal association will be provided after clarification is received. Due to the limited information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Additional information was received from the customer and the case was re-assessed. Follow-up medical assessment: the additional (incomplete and insufficient) information received is not able to exclude an allergic reaction to floseal, so the event is considered possibly related to the use of the hemostatic matrix. Multiple attempts were made to retrieve more case information, however no response was received. Baxter hayward completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. The floseal u.s. Instructions for use (IFU) was reviewed and the direction of ¿do not use floseal in patient¿s with known allergies to materials of bovine origin¿ is given under contraindications. No trend was identified. Per baxter hayward, no further investigation is required. This case will be kept on file for trending purposes.

Event description:
It was reported that a (B)(6) old, male patient was itching significantly approximately an hour after floseal was used. The customer stated he would like to speak to someone about this possible side effect. No further information provided. Additional information received on (B)(4) 2014: a (B)(6) old male patient with s/p excision of multiple av (arteriovenous) malformations experienced an hour later had pruritis resistant to treatment to naloxone, and benadryl. The customer stated he had received dexamethasone pre-operatively. The patient's pain became apparent after naloxone, so the effects of the narcotics were successfully reversed, but the itching persisted. Also, benadryl did not help. The customer stated, he had operated on this patient before without floseal and he did not note pruritis. No further information provided.